Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by ¿the product is unsterilized?¿ was the packaging compromised? What is meant by the ¿welding defect?¿ are there any photos of the product involved? Was the procedure completed successfully with another product? The individual sterility protector is poorly sealed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the mesh was used. It was reported that there was a welding defect of the device so it was impossible to use it because the product was unsterilized. It was reported that the individual sterility protector is poorly sealed. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/28/2020. H3 evaluation: only a picture was returned for analysis. Upon visual inspection of the picture, an opened sample could be observed. However, the integrity of the package cannot be reviewed as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/20/2020 additional information: d10 h3 evaluation: one sample of product was returned for analysis. During visual inspection of the sample, the seal area presented inconsistency resulting in an open seal and the sterile barrier was compromised. In addition, bottom foil was noted more width in compaction to the top foil. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch according to the condition of the sample, the assignable cause of packaging integrity is due to open seal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.